Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the size 7 tibial tray had scratch in screw hole. Fixation drill pins would not drill through properly. Tray was discarded by hospital.

Manufacturer narrative:
Additional narrative: the device associated with this report was not received for examination. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.